Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged shortly after implant. Although the patient was not symptomatic and there was no asystole, undersensing with a loss of capture was noted. This lead was explanted and replaced with another lead.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.